Event description:
(B)(6) clinical study. Same case as MFR ID#: 2134265-2010-02062, 2134265-2010-02063. It was reported that during a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2010, the patient presented with stable angina (ccs class 2) and cardiac catheterization was recommended. The 1st de novo target lesion was located in the right posterior descending artery (r-pda) with 95% stenosis and was 5mm long with a reference vessel diameter of 2.5mm. The 2nd sequential de novo target lesion was located in the right posterior descending artery (r-pda) with 75% stenosis and was 3mm long with a reference vessel diameter of 2.5mm. The 1st and 2nd target lesion were treated with pre-dilation and placement of a single 2.25x20mm taxus liberte stent covering both the lesions, with 0% residual stenosis following post-dilation. The 3rd target lesion was located in the distal right coronary artery (dist rca) with 75% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. The 3rd target lesion was treated with direct placement of a 3.50x12mm taxus liberte stent, with 0% residual stenosis. The 4th target lesion was located in the mid rca with 80% stenosis and was 15mm long with a reference vessel diameter of 4.0mm. The 4th target lesion was treated with direct placement of a 4.00x38mm taxus liberte stent, with 0% residual stenosis. Plan was made for staged procedure to the left circumflex artery (lcx). The patient was discharged on aspirin and prasugrel. During the index procedure, the patient complained of chest pain and burning in the chest during balloon inflation using a 2.0x15mm apex ptca balloon. The patient was treated with medication.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).